Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal delivery. The customer's husband stated that the same issue recurred after multiple set changes. The customer's blood glucose was 128 mg/dl. The caller noted that the insulin pump had alarmed no delivery previously due to a bent infusion set cannula. The customer's blood glucose was 326 mg/dl at the time of the earlier no delivery alarm. The customer was advised to do a complete set change and to return the set if possible. The caller stated that the alarm had not occurred during the manual prime process. They were unable to troubleshoot at the time of the call and the cause of the issue could not be determined. The customer's spouse reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.